Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the pump was unable to be primed. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: there were several records of loss of prime due to low non-zero force with cs162 warnings and cs064 motor alarm in the black box. The pump powered on and alarmed for cs064 on the first load attempt. The pump was received in a condition the prevented adequate investigation of the alleged malfunction. Investigation was not able to further investigation the alleged loss of prime issue due to an internal motor failure. There was no damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
Device evaluation: the following information should be included in the previous report: the battery compartment and returned battery cap were undamaged and the battery cap was able to fit securely to the pump.